Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the coil, the retaining clip and the coil introducer were returned for this complaint. The coil was returned outside the coil introducer. The main coil returned was found kinked and stretched. The zap tip was detached and it was not returned. The retaining clip and the coil introducer were in good condition, no damages were found. Microscopic inspection of the main coil revealed that the zap tip was detached and it was not returned. Dimension inspection of the main coil revealed that the number of fiber bundles did not match with the specification. The fibers bundles were lost due to coil condition.

Event description:
Reportable based on device analysis completed on 05oct2020. It was reported that device could not be advanced. The target lesion area was located in the splenic artery. A 5mm/5.5 mm vortx-18 was selected for use. During embolization, the physician could not advance the coil through the microcatheter hub of a non-boston scientific device from the coil introducer. The procedure was completed with another of the same device. There were no complications and the patient's condition after the procedure is stable. However, device analysis revealed that there are missing fibers and the zap tip was detached.